Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became cracked, and the "options" button became unresponsive. There was no impact to customer's blood glucose level.